Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12948. It was reported that stent movement on the balloon and inadequate apposition occurred. Vascular access was obtained via the femoral artery using an 8fr introducer sheath. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After a non-bsc guide catheter was advanced, several wires were attempted and finally a non-bsc guide wire crossed the lesion. A 1.2 x 6mm non-bsc balloon catheter was advanced but failed to cross the lesion. A 1.5 x 20mm emerge balloon catheter was then successfully advanced and pre-dilatation was performed. Several other balloon catheters were also used to pre-dilate the lesion. During the repeated balloon inflations, it was noted that the non-bsc guide catheter caused a spiral dissection in the rca. Subsequently, a 3.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, it was noted that the stent had partially dislodged from the stent delivery system (sds). The physician decided to deploy the stent in the proximal rca followed by subsequent balloon inflations to further expand the stent. An additional 4.00 x16 synergy ii drug-eluting stent was then deployed in the proximal rca to cover the dissection in the proximal rca. Subsequently, balloon dilatations were performed in the distal rca lesion and a 3.00 x 16 synergy ii was advanced. However, during attempts to cross the distal rca lesion, the shaft was kinked. The physician decided to deploy the stent. During removal of the sds, the shaft broke due to the kink on it. The physician was able to completely remove the device from the patient using the part of the shaft that was outside the touhy. Subsequently, angiogram was performed and it was confirmed that the rca was open with timi 3 flow, and the procedure was completed. No further patient complications were reported and the patient's status was good.